Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that six years, eleven months, and twenty-three days post implant of this aortic bioprosthetic valve, the patient was evaluated for a transcatheter valve-in-valve replacement due to severe aortic stenosis. The mean gradient measured 40mmhg with a peak velocity of 3.8m/s, valve area of 1.0cm2 and effective orifice area of 1.05cm2. Trace paravalvular prosthetic aortic valve regurgitation was observed. It was noted the patient was on maintenance antithrombotic therapy since prior to implant of the valve; however, valve thrombosis was unlikely to be the etiology. The left ventricular ejection fraction was estimated to be mildly decreased with ejection fraction of 45%. Moderate eccentric left ventricular hypertrophy was observed. The mitral valve leaflets were mildly thickened, and the mitral annulus was calcified. Mild mitral valve regurgitation was noted. Mild-moderate tricuspid valve regurgitation was also noted. Right ventricular systolic pressure measured 35mmhg. Left and right atria were severely dilated. T he ascending aorta measured 4.5cm and was dilated. 7 years and 1 month following the implant of the valve, the patient reported that their valve was being considered for replacement due to degenerative bioprosthetic disease. A valve-in-valve procedure or open-heart surgery to implant a surgical aortic tissue valve was being considered. No timeline was reported, and patient symptoms were not r eported. No intervention was provided or scheduled. No adverse patient effects were reported.